Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017 at 4:00 pm. The customer reported the insulin pump not functioning the basal right, going through one hundred sixty units in three days and has the same reservoir for five days and it is not half way. The customer states blood glucose levels of 300 mg/dl and 400 mg/dl verses a week later with ranges of 200 mg/dl to 300 mg/dl treated with manual injections. The blood glucose value at the time of admission 370 mg/dl. The customer had symptoms of nausea and a headache. The customer¿s outcome of the hospital visit was blood work and ketones. The customer was wearing the pump at the time of the hospitalization. The customer had taken a manual injection the healthcare provider prior to going to the emergency room. The customer¿s blood glucose level upon arrival was 170 mg/dl. During troubleshooting the technician noticed that the basal was not selected and the customer was not receiving the basal during the day and night. The customer stated training on monday and the representative did not select basal 1 when deleted basal 2 and that is when the issue started with the insulin pump. The technician walked the customer in selecting the basal pattern 1 to start the basal rate. The insulin pump will not be returned for analysis.